Event description:
A 28 mm diameter x 16 diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 7.5 cm abdominal aortic aneurysm in 2000. Pre-implant aneurysm and vessel morphology are unk. The pt has a history of hypertension. Type ii diabetes, hyperlipidemia, coronary artery disease, coronary artery bypass graft, atrial fibrillation, peripheral vascular disease, chronic obstructive pulmonary disease, and benign prostatic hyperplasia. The pt was considered to be a poor surgical candidate. It was reported that the pt had been doing well, and computerized tomography (CT) monitoring demonstrated no endoleaks and shrinkage of the aneurysm to 7.0 cm. In 2003, a CT scan demonstrated a separation at the junction of the iliac limb and the cuff. The aneurysm diameter had increased to 7.5 cm. There were also potential fixation problems reported at the proximal anastomosis. A 16mm diameter x 11.5 cm length iliac limb was implanted to resolve the type iii endoleak. The procedure was reported to be successful; however, proximal fixation was reported to be poor. No additional clinical sequelae were reported, and the pt is reported to be fine.